Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 11, 2018. (B)(4). The returned sample was visually inspected, upon receipt the white cap, sparger, and the small blue cap that attaches to the sparger and buffer were missing. No other visual anomalies noted anywhere on the returned unit. A new white cap was obtained and carefully attached to the returned sample without disturbing the large blue cap. The returned sample was leak tested by connecting with a syringe and a calibrated manometer. It was submerged into a water bath and the unit was pressurize with air up to 1091 mmhg for 30 seconds. At approximately 20 seconds into the test, small leak bubbles were observed initially at 1088 mmhg. The pressure was released and an attempt to tighten the large blue bore cap was made. The cap clicked with loud noise as it was able to turn about a quarter turn. The returned sample was again leak tested by connecting with the calibrated manometer. It was submerged into a water bath and pressurized up to 1030 mmhg for 30 seconds, and no leaks were noted. A retention sample from the affected part number / lot number combination was obtained and visually inspected, no visual damage or any other anomalies noted with the part or the packaging. The retention sample was leak tested, passed the leak test and found to function as intended. The possible root cause for the leak during prime is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.